Event description:
Medtronic received information regarding the magnetic resistant adjustable valve. It was reported that the doctor stated that they were frustrated with the valves as the settings were changing on 50% of them. The doctor further explained that they were having trouble with the programmers, and the readings being indeterminate and that they did not feel confident telling their patients what the setting was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.